Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The first prostyle device was successfully pre-placed. Reportedly, the lever of the second prostyle device was returned to its original position with resistance. The foot closed after deploying the suture; however the device got stuck in the vessel and had to be taken out with great force. A piece of the vessel was noted on the foot after retraction [tissue damage]. A third device was pre-placed and the sheath was upsized to 16fr. The tavi procedure was completed. Reportedly post procedure, complete hemostasis with the two successfully placed sutures was not achieved. A 4th device was used; however, hemostasis could not be completed. The 14f introducer had to be placed into the vessel again until open surgery could be performed to close the puncture site with a surgical suture . The closure of the groin went well and the patient had good circulation to the foot. A delay in the procedure occurred and hospitalization was extended no additional information was provided.